Event description:
It was reported that during a kidney stone removal procedure, the fiber broke in two pieces at the entrance of the working channel of the scope, after the laser was activated and the physician reached the stone. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a kidney stone removal procedure, the fiber broke in two pieces at the entrance of the working channel of the scope, after the laser was activated and the physician reached the stone. The procedure was completed with another fiber without patient complications.